Event description:
It was reported that during an fess procedure at the healthcare facility, the tip of the device was inaccurate by 0.5 to 1 cm. The tracker seemed to be angled slightly, and when it was manually adjusted, and held in place, the values were accurate. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the evaluation, the quality of the CT images was identified as a potential cause of the reported information/

Event description:
It was reported that during an fess procedure at the healthcare facility, the tip of the device was inaccurate by 0.5 to 1 cm. The tracker seemed to be angled slightly, and when it was manually adjusted, and held in place, the values were accurate. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an fess procedure at the healthcare facility, the tip of the device was inaccurate by 0.5 to 1 cm. The tracker seemed to be angled slightly, and when it was manually adjusted, and held in place, the values were accurate. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Profess software was added as a concomitant device.